Event description:
It was reported that the patient's implantable neurostimulator (ins) was suspected to be in overdischarge. It was stated that the patient had not had stimulation on "in over a year". It was stated that there was a problem with recharging and coupling or communication. It was reported that the patient was unable to successfully recharge and they were having problems with their system. It was stated that the patient did not know what happened, but the stimulator "would not charge or work anymore". It was noted that the patient "truly loved" their stimulator and missed it working. It was reported that the patient has had polio since he was three years old and as the patient got older, the worse the pain got. Additional information received three years later reported that the patient had issues charging their device "2-3 years ago". It was stated that the patient met with a medtronic representative who helped the patient charge the deice because "it would not stay charged". It was reported that it would take the patient 2-3 days at 5-6 hours a day to charge the device.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# j0217146v, implanted: 2002-(B)(6), product type lead, product ID 3708320, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient product ID neu_recharger_acc, (B)(4).

Manufacturer narrative:
(B)(4).